Event description:
The account reported that during a colonoscopy to remove arteriovenous malformations (avms) with the equipment [i.e., erbe system; argon plasma coagulator (apc) model apc 300 with an electrosurgical generator w/endocut & argon model icc 200 e/a (p.n.: 10128-205) a pt's ascending colon wall was perforated. The settings were 50 watts power with a 0.9 lpm argon flow rate. Surgery was required (right hemicolectomy) to repair the colon and the pt is recovering.